Manufacturer narrative:
One catheter with attached monoject 1.5 cc limited volume syringe was returned for evaluation. A non-edwards contamination shield was located on the catheter body between 38 cm and 100 cm proximal from the catheter tip. No packaging or introducer was returned. No visible damage to the catheter body, balloon, or returned syringe was observed. No error message was found on vigilance ii monitor when the catheter was connected to the monitor. The thermistor was found to read 37.0 c when submerged into a 37.0 c water bath. The catheter ran cco in 37.0 c water bath on vigilance ii monitor for 5 minutes without error. The thermistor and thermal filament circuit were continuous, there were no open or intermittent conditions. No visible inconsistency was observed on eeprom data. Resistance value of the thermal filament circuit was within specification, measured 40.05 ohms. Both the thermistor and the thermal filament connectors were opened and no visible inconsistencies were found. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Catheter passed invitro calibration on vigilance ii monitor. The connector housing was opened and the fibers were examined. No light leakage was observed from fibers in the coil area and catheter body. The fiber cladding did not appear to be damaged. Balloon inflation test was performed using returned syringe with 1.5 cc air. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. A device history record review was completed and documented that device met all specifications upon distribution. The device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Event description:
It was reported that a patient had a swan ganz catheter in during a large vessel surgery. The cco and svo2 measurements were correlating properly. The customer commented that the pawp waveform was appropriate so it was judged to be wedging properly. The catheter was withdrawn about 3cm when attempting to wean the patient off bypass. At this time pulmonary hemorrhage with hemoptysis was noted. A double-lumen endotracheal tube was inserted and the patient was transferred to ICU. The post-operative course included bronchoscopy with removal of blood clots, extubation and subsequent reintubation. Hospitalization was extended due to this event. It is unknown when the swan ganz catheter was discontinued.